Manufacturer narrative:
Additional information: patient weight now provided.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that there was a possible main electrical line issue that would have led to the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Event description:
A site representative reported that, while in a catheter based procedure, the navigation system powered off after thirty minutes of being powered on and would not power back on. No additional information was provided. The surgery was then rescheduled for (B)(6) 2017 and was completed without fault. There was a reported delay to the procedure of more than 1 hour due to this issue. The representative reported that there had been no incision made when the reported issue occurred.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient age, ID and gender provided.